Event description:
It was reported that the patient never had therapeutic effect and was hospitalized with bladder infections and other issues. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3093-28, serial # (B)(4), implanted: (B)(6) 2010 explanted: unknown programmer model 3037, serial # (B)(4).